Event description:
Synvisc one failed to give relief for the full 6 months, it barely lasted 3 months (with no adverse event) [subtherapeutic response]. Case narrative: initial information was received from united states on 23-jul-2019 regarding an unsolicited valid serious case received from a pharmacist. This case involves an unknown age female patient who received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency experienced that synvisc one failed to give relief for the full 6 months, it barely lasted 3 months (with no adverse event) (therapeutic response decreased). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started treatment with use of device hylan g-f 20, sodium hyaluronate injection, at dose of 8mg/ml once, via intra articular route (with an unknown batch number) for unknown indication. Information on batch number was requested. On (B)(6) 2019, after unknown latency, patient experienced that synvisc one failed to give relief for the full 6 months, it barely lasted 3 months and wanted to know if she could get the medication every 3 months going forward. Patient was trying a new medication for this administration. The event was reported as serious (medically significant). Action taken: not applicable. Corrective treatment: not reported. Outcome: not applicable. A product technical complaint was initiated with catsweb number (B)(4) and the results for the same were pending.

Event description:
Synvisc one failed to give relief for the full 6 months,it barely lasted 3 months (with no adverse event) [subtherapeutic response] case narrative: initial information was received from united states on (B)(6) 2019 regarding an unsolicited valid serious case received from a pharmacist. This case involves an unknown age female patient who received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency experienced that synvisc one failed to give relief for the full 6 months, it barely lasted 3 months (with no adverse event) (therapeutic response decreased) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started treatment with use of device hylan g-f 20, sodium hyaluronate injection, at dose of 8mg/ml once, via intra articular route (with an unknown batch number) for unknown indication. Information on batch number was requested. On (B)(6) 2019, after unknown latency, patient experienced that synvisc one failed to give relief for the full 6 months, it barely lasted 3 months and wanted to know if she could get the medication every 3 months going forward. Patient was trying a new medication for this administration. The event was reported as serious (medically significant). Action taken: not applicable. Corrective treatment: not reported . Outcome: not applicable. A product technical complaint was initiated for synvisc one (lot: unknown) on (B)(6) 2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation completion date was (B)(6) 2019. Additional information was received on 07-aug-2019. Global ptc number and ptc results were received and text was amended accordingly.